Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #:(B)(4). Concomitant medical products: biomet g7 cup, cat#010000662, lot#6405789. Biomet g7 liner, cat#010000934, lot#6240677. Biomet g7 cup, cat#010000661, lot#6405759. Biomet g7 liner, cat#010000925, lot#6302568. Unknown head. Unknown stem. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00164, 0001825034-2020-00165, 0001825034-2020-00167, 0001825034-2020-00168.

Event description:
It was reported during a total hip replacement surgery, a g7 acetabular cup was successfully implanted into the body. After repeated hits, the liner could not be snapped into the cup. The cup was removed and installed in vitro, but it still would not go in. A larger cup was implanted. After repeated hits, the liner would not stay in the cup. Due to the long operation time, the director decided to cement the liner into the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.